Manufacturer narrative:
Motion sensor test failure alarm occurred during rewind due to motor encoder signal out of phase. Analysis was unable to confirm unexpected battery out limit, weak battery alarm, and motor error alarm due to motion sensor test failure alarm. The insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that they received weak battery alarm, battery out limit alarm and a motion sensor test failure alarm. The customer's blood glucose was 301 mg/dl at the time of incident. The customer stated that the battery was not lasting than it used to. The customer performed troubleshooting but the motion sensor test failure alarm kept popping up during rewind process for the motor error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.